Manufacturer narrative:
Based on the claim against the product by the customer noting the large hem-o-lok clip applier failed to clip and an input disc fell out, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The complaint regarding the instrument having a broken input disc was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of broken/cracked input disks is attributed to use and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The current input disk designs are susceptible to cracking when not thoroughly rinsed following cleaning with some enzymatic detergents. This complaint is considered a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the surgeon attempted to clip a vessel with the large hem-o-lok clip applier and failed. The jaws of the clip applier closed, but the locking mechanism did not fire. Upon removing the large hem-o-lok clip applier to swap to a backup, an input disc fell from the housing while disengaging the instrument from the system. Two more large clip appliers were used to attempt to clip, but those two also failed in the same way and also had an input disc fall out upon disengagement. A fourth large hem-o-lok clip applier was installed and successfully clipped the target tissue. The expected bleeding that occurred due to the required surgical task of the procedure totaled 10cc¿s. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and additional information was obtained: no fragment fell into the patient. The top right input disc fell out of the instrument housing. Some of the parts were found. There was no unintuitive motion. The issue occurred while removing a part of the bladder. The large clip appliers were each inspected prior to use with no issues found. With three consecutive large clip appliers, the surgeon failed to clip a vessel. With each clip applier, the jaws closed without firing the locking mechanism. When removing the clip appliers to swap out for a backup, the same input disc fell out of all three during disengagement and fell into the surgical assistant's lap. After swapping to a fourth large clip applier, the issue did not recur, and the customer successfully clipped the target tissue. The surgical assistant informed that the issue did not cause bleeding, but the expected surgical bleeding that occurred totaled 10cc¿s.